Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event identified during preventative maintenance. The device was visually inspected and functionally tested. The f-38 alarm occurred at the start of functional testing. The cause of the f-38 alarm was determined to be out of specification force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump experienced the f-38 alarm. No additional information is available.